Event description:
Rptr hasn't been able to work or have any type of personal life due to severe pain in lower back and both legs after a back surgery where pedicle screws and steffe plates were used on his spine. Screw broke pedicle on one level while dr was trying to install them. Screws had to be removed because they were loose. Rptr had two prior surgeries done without screws and plates and had complete pain relief in his back and legs. Rptr returned to work within 6 wks after first two surgeries.